Event description:
Per the surgeon's report, this patient developed an infection and necrosis of the skin flap following trauma to the implant site. The surgeon explanted the device in 2006. Reimplantation surgery is planned in the future.

Manufacturer narrative:
This is a final report.